Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the pre-operational stage for a laparoscopic rectal resection procedure with robot support, with a patient in the operating room and under anesthesia. The bipolar fenestrated grasper was not recognized when installed in the sterile interface module (sim). The bipolar fenestrated grasper was replaced with a new one to resolve the issue. The patient had received chemotherapy or radiation therapy. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper and the associated device logs. Evaluation of the logs indicated several instances of an insertion disabled error code for 'manual insertion with no instrument attached'. The bipolar fenestrated grasper was physically attached, but not recognized by the system. The bipolar fenestrated grasper was replaced with a new instrument which resolved the issue. Visual inspection of the returned bipolar fenestrated grasper noted damage on the electrical contacts. Excessive wear was observed on all pin pads. There was no damage noted to the jaws or on the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed, but due to the electrical contact damage, the bipolar fenestrated grasper could not be read. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the bipolar fenestrated grasper and the sterile interface module (sim). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the pre-operational stage for a laparoscopic rectal resection procedure with robot support, with a patient in the operating room and under anesthesia. The bipolar fenestrated grasper was not recognized when installed in the sterile interface module (sim). The bipolar fenestrated grasper was replaced with a new one to resolve the issue. The patient had received chemotherapy or radiation therapy. There was no patient injury.